Event description:
Pt underwent anterior and posterior avaulta plus cystocele, rectocele and enterocele repair, vaginal vault suspension, in addition to align-to suburethral transobturator sling procedure. Pt suffered mesh erosion requiring return to surgery in early 2008 for incision and revision of posterior avaulta, return to surgery 3/25/08 for excision of avaulta mesh and approx eight months later, for excision of avaulta mesh with site-specific rectocele repair using pelvisoft porcine dermis graft. Dates of use: 2007-2008- to present. Diagnosis or reason for use: rectocele, vaginal vault prolapse, enterocele; cystocele, vaginal vault prolapse, enterocele. Event abated after use stopped or dose reduced: no.